Manufacturer narrative:
(B)(4).

Event description:
It was reported that left vocal cord paralysis was observed/reported for patient 2 weeks post-operatively. The vns was turned on initially and then turned off due to the vocal cord paralysis. The device was again turned back on to low settings on (B)(6) 2016. The vocal cord paralysis was believed to be due to the vns implant surgery.